Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via merlin.net transmission. Upon review, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the ventricular channel. Programming changes were discussed; however, the hospital elected to monitor the patient. The patient condition was fine.